Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient was in sinus rhythm. Sizing of the device was determined through transthoracic echocardiogram (tte) and angiography. Tee, intracardiac echocardiography (ice), and fluoroscopy was used during the procedure. The patient's activated clotting time (act) levels were between 401 and 390 sec. A stability check was performed prior to device release. The device was implanted. Post-implant the patient was prescribed dual antiplatelet therapy (dapt). On (B)(6) 2024 the patient presented with symptoms of urosepsis, caused by a urinary tract infection (uti). A tte was used and showed a clot behind the lobe of the appendage and device-related thrombus. A subsequent tte evaluation confirmed the thrombus behind the lobe and a new layer of thrombus was noted on disc two. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.1. It was noted that the device shifted. The patient was started on heparin. On (B)(6) 2024 the patient's inr was 1.2. Heparin was discontinued and the patient was put on eliquis. It was noted that the patient refused surgical intervention. The patient status was stable.

Manufacturer narrative:
An event of migration, infection and thrombus post procedure was reported. A returned device assessment could not be performed as the device remaines implanted and was not returned for analysis. The anatomy of the left atrial appendage (laa), implant depth, annular calcium distribution, deployment or retraction difficulties, and choosing the incorrect size device are possible causes for device embolization. It was indicate that the patient heparinized during the procedure and had an act above 250s. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. From the received tee imaging it is believe that the device has shifted very proximal with a clearly marked mitral shoulder. However, the device during procedure appeared to already be very proximal and was released with what appeared to already demonstrate a mitral shoulder. When comparing procedural and follow-up images, there does appear to be a leak behind the lobe. Based on the information received, the cause of the reported incident could not be conclusively determined. Thrombus is a possible outcome of the procedure per the amplatzer amulet instructions for use. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that a 25mm amplatzer amulet left atrial appendage occluder was selected for implant on (B)(6) 2024 using a 14f amulet steerable delivery sheath. The patient was in sinus rhythm. Sizing of the device was determined through transthoracic echocardiogram (tte) and angiography. Tee, intracardiac echocardiography (ice), and fluoroscopy was used during the procedure. The patient's activated clotting time (act) levels were between 401 and 390 sec. A stability check was performed prior to device release. The device was implanted. Post-implant the patient was prescribed dual antiplatelet therapy (dact). On (B)(6) 2024 the patient presented with symptoms of sepsis. A tte showed a clot behind the lobe of the appendage and device-related thrombus. A subsequent tte evaluation confirmed the thrombus behind the lobe and a new layer of thrombus was noted on disc two. The patient's international normalized ratio (inr) closest to the time of the reported thrombus was 1.1. It was noted that the device shifted. The patient was started on heparin. On (B)(6) 2024 the patient's inr was 1.2. Heparin was discontinued and the patient was put on eliquis. It was noted that the patient refused surgical intervention. The patient status was stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.